Manufacturer narrative:
A patient experienced an infection was reported to abbott. The ipg and extensions were explanted. The patient was additionally treated with oral and IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05823, 1627487-2023-05824. It was reported that the patient experienced an infection. Surgical intervention was undertaken on (B)(6) 2023, where the ipg and extensions were explanted. Patient was additionally treated with oral and IV antibiotics.